Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap chole procedure, the jaws of the applier scissored and would not release from the cystic duct. The device had to be cut off the cystic duct. It is unknown if the device fired any clips. Another clip applier was used to complete the procedure. There was no adverse consequence to the pt.